Event description:
Patient representative reported redness, enlargement of the left breast, shock, anxiety, depression, emotional trauma, fatigue, insomnia, fever, loss of appetite, loss of cognitive ability, chronic pain, and disfigurement, and alleges patient "sustained and will continue to sustain pain and suffering, a loss of enjoyment of life, and a loss of amenities¿, ¿has incurred and will continue to incur [¿] hospitalization, surgery, medication, [¿]¿, and ¿physical and psychological suffering.¿ device has been explanted.

Manufacturer narrative:
The events of lymphoma and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl."

Event description:
Patient reported left breast "doubled in size" with "sudden swelling" and lymphoma alcl. Pathological markers confirming alcl have not been received; therefore, the event will be captured as lymphoma. Explant surgery has not occurred. Manufacturer of device is unknown.